Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2009 to treat pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged plaintiff experienced pain, vaginal scarring/shrinkage, pain with sexual intercourse, and urinary problems some time after implant. Plaintiff's attorney also alleged plaintiff suffered and continues to suffer, serious bodily injury and harm, has sustained severe and debilitating injuries, mental and physical pain and suffering, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, bladder and bowel problems, and other severe adverse consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.